Event description:
It was reported the pt has scheduled a surgery to have her scs system removed; however, the reason for the explant is currently unknown. It was reported the pt refuses to be reprogrammed. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.